Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: h3, h6 type of investigation, investigation findings, investigation conclusions. The following sections were corrected: h6 clinical code. H3: the revision reported was likely the result of prosthesis wear. Potential causes of the polyethylene wear may be related to inclusion of the polyethylene in the packaging recall, high contact stress to the knee in flexion, the alleged joint instability, patient-related issues, or any combination of the listed factors.

Manufacturer narrative:
Pending investigation. Concomitants: 02-012-45-4050 - lgc tibial fit tray cem sz 4f / 5t (B)(6) 02-010-03-0240 - logic cr femoral cem, left, sz 4 (B)(6) 200-05-26 - inset patella 26mm (B)(6).

Event description:
As reported, approximately 6 years and 7 months post the initial left total knee arthroplasty (tka), the patient presented to the surgeon's office complaining about their left knee. The patient reported pain, instability and dissatisfaction. The patient has a recalled poly insert. The x-ray shows osteolysis. The patient underwent revision surgery and the femoral component and poly were revised. The patient was revised to femoral cc revision component and psc poly implant. The surgeon wanted to upsize the femur component knowing that it is off-label if keeping the current tibia implant. The tibia component was well fixed and the surgeon trialed a psc poly implant for that size tibia. The surgeon was happy with the articulation and stability. The patient was implanted with the revision components and left the or stable. There was no reported breakage of a device or surgical delay/prolongation. Related report: 1038671-2024-03848.